Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were inexperienced with the new device. They received information and now all was good. They now know how to use the device. Patient stated the issue was resolved.

Event description:
Information was received from patient (pt) with an implantable neurostimulator (ins). The reason for call was patient was at the hospital now trying to do an MRI but they are unable to get it out of MRI mode. Patient was with MRI tech. Agent was hearing the recharger beeps during the call. MRI tech stated that it was asking for a code but they are only seeing [the recharger serial number]. Patient turns off the recharger and advised removing the communicator from the case. MRI tech scan entered the communicator serial number and manages to get to the therapy screen. MRI tech took over the call and mentioned that they will take it from there hence unable to confirm if they were able to exit MRI mode. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.